Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. There was no delay to start of pre-cleaning. There were no abnormalities with accessories used for reprocessing. The air/water nozzle was wiped/brushed with a lint-free cloth, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation ¿poor air/water supply¿. Due to clogging of nozzle, water removal ability does not meet the standard value. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Scratches were found throughout the device. Connecting tube was dented and wrinkled. Objective lens, control unit and scope connector had discoloration. Suction cylinder was shaved. Due to dirt on objective lens, the image was vignetted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus, there was poor air/water supply from the air/water system of the evis lucera elite gastrointestinal videoscope. The issue was found during inspection for use for a diagnostic procedure. The procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified. The root cause of the issue could not be determined, as there was no deformation observed that could result in the retention of foreign material. The facility device reprocessing could not be confirmed as no additional information was reported or is available. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿(a)inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.